Manufacturer narrative:
A sample has been received, but the eval is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that several knives were found to be dull during surgery. No pt identifiers were provided and no pt harm was reported.